Event description:
Voluntary medwatch received states that the right atrial lead exhibited high rate events with non-physiologic intervals. No intervention was performed. Patient status was not reported.